Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 74001, lot# n202798, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type adapter product ID 3888-33, lot# j0437092v, implanted: 2004 (B)(6), explanted: 2014 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2014 (B)(6);product type extension (B)(4).

Event description:
Additional information received reported that the facility would not allow the explanted device to be returned. It was reported that the patient was seen at follow up and was doing well. It was stated that the patient was getting effective stimulation.

Event description:
It was reported that 1st overdischarge was confirmed. It was stated that a physician mode recharge (pmr) was performed. It was stated that further diagnostic testing would be performed in the future. It was stated that the issue was not resolved and the cause of the issue was not determined on the day of this report. It was reported by the patient that the battery had been dead about 1 year. It was stated that the patient was alive with no injury. It was reported that the patient had less than 50% therapy relief associated with this event. Additional information received reported that the caller tried to start a normal charge yesterday and it did not work, so she did a 60 minute pmr and the device never turned over into a normal charging mode. It was stated that they tried to do a normal charge again and it still could not locate the battery. It was stated that the patient went home and did additional pmrs at home. It was stated that the patient did 19 pmrs and the device was still not out of overdischarge. It was stated that the caller did an antenna locate feature and got 48-56. It was noted that the patient was not using the belt ¿due to being rounder in the place and the belt was pulling the charger up¿. It was noted that the patient was given a sticky disk to use and she wore tight clothing. It was noted that the manufacturer¿s representative first talked to the patient about the issue yesterday. It was noted that the pmrs had been done consecutively. Additional information received reported that no diagnostics had been performed to determine if the ins had flipped. It was stated that the device had not been recovered from overdischarged and the patient had not been able to fully recharge. It was reported that the patient's battery was replaced on (B)(6), and the quad lead/extension was replaced with two new octad leads. It was reported that the patient was now receiving effective therapy.